Manufacturer narrative:
Other, other text: device evaluation: the returned device was given functional testing. During testing, the device was found to deliver within system specifications (+/-6%) but above nominal. The returned device was found to meet with specifications. As a preventive measure the device expulsor was trimmed to bring delivery rate closer to nominal. The cause of the reported issue was not established.

Event description:
It was reported that the device was "over infusing" during testing. No patient involvement reported.